Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were returned for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse got an air in line alarm and proceeded to open the pump door, clear the air, and put the tubing back into the pump. Soon after re-starting the pump, the nurse was alerted by the patient that liquid was coming from the pump. The nurse noticed that liquid was coming out of the tubing, near or at where the tubing goes into the free flow protector on the pump. A picture was taken of the set inside the pump and the nurse said that it was coming from where the clamp is on the tubing.